Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The issue occured with 3 infusion sets. The event occurred within three or more hours of insertion. The insertion site was abdomen. The patient had high ketones which was serious and life thereatening. The blood glucose level was above 500 mg/dl at the time of event and got treated with correction injection via multiple daily injection (mdi). No further information available.